Manufacturer narrative:
Manufacturer narrative: the reported event of unable to interrogate and premature discharge of battery were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. Correction: b5.

Event description:
It was reported that the pacemaker was unable to interrogate. A magnet response was attempted, and a rate was observed at first. It was noted that the pacemaker exhibited premature battery depletion. A second magnet check revealed no response. The device was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the pacemaker was unable to interrogate. A magnet response was attempted, and a rate was observed. It was noted that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.